Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the hospital last year for diabetic ketoacidosis. Customer had diabetic ketoacidosis 2 times. Customer stated that she was in the intensive care unit on (B)(6) 2014. Customer was admitted for one day for the first incident and for a week during the second incident. Customer's blood glucose level was over 600 mg/dl both times. Customer's current blood glucose level was 235 mg/dl. Customer had symptoms of high blood glucose levels such as dehydration and headaches. Customer bolused with the pump for both incidents. Customer is in the military and has not seen their endocrinologist yet. Customer's high blood glucose level on 09/12/2014 may be related to stress from being on a plane. Customer was treated overnight with an insulin drip on (B)(6) 2014. On (B)(6) 2014, customer was treated with an insulin drip for about 36 to 48 hours. Customer was wearing the pump during the hospitalizations. Customer declined any further troubleshooting.